Event description:
It was reported that during a surgical procedure at the user facility the device leaked. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device leaked. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A used y-connector section was returned and inspected. It was observed that one end of the y-connector was completely trimmed at the correct transition and the other end was partially trimmed or damaged producing a leak during the evaluation / testing process. Therefore, the claimed leak condition was confirmed. This is a non repairable device and will not be returned to the customer.

Manufacturer narrative:
Evaluation in progress.